Event description:
The customer received (B)(6) hepatitis b surface antigen (hbaag) results on their e601 analyzer. The customer tested two samples from one patient, one in a gel tube (s1) and one in a tube without gel (s2). It is unclear if the samples were taken from the same blood draw. The initial result from s1 was (B)(6). It was repeated and the result was also (B)(6). The initial result from s2 was (B)(6), the exact value is unknown but it was approximately (B)(6). This sample was then tested on a centaur analyzer, serial number unknown, and the result was also (B)(6). Two weeks later, the two samples were retested. The result from s1 was (B)(6). The result from s2 was (B)(6). It is unknown if there were any adverse events. The hbaag reagent lot number was 16427101 and the expiration date was not provided. During the investigation, the customer confirmed the (B)(6) sample as (B)(6) using the confirmation kit for hbsag. The customer confirmed the (B)(6) sample was (B)(6) using the confirmation kit for hbsag. Further investigation is ongoing.

Manufacturer narrative:
The customer sent in two vials for investigation. The customer's results were confirmed. The gel tube was reactive and the non-gel tube was non- reactive. The elecsys assays performed well in the specified range. These results were also confirmed on a siemen's centaur analzyer. The confirmatory results at the customer site of the gel tube are near borderline and could be due to a handling issue. This could not be reproduced during the investigation as not enough sample material was available. Further pcr testing of the samples gave negative results. A specific root cause for the positive results could not be determined with the information provided for investigation.

Manufacturer narrative:
This event occured in (B)(6).